Event description:
Reportedly the suture was during a fem pop procedure. The needle bent after two passes and caused a tearing in the graft. Surgeon needed to re-suture to stop bleeding from the needle holes.